Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he left work early because he was experiencing high blood glucose levels. The customer stated that he removed the infusion set and noticed that the cannula was bent. However, he never received a no delivery alarm. The customer was unable to troubleshoot at the time of the call as he was driving. Advised the customer to call back at his convenience to conduct the high pressure test. Nothing further was reported.